Event description:
It was reported via clinical trial patient (B)(6). Event: linx explant. Relationship to study device: not related relationship to primary study procedure: probable.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). (B)(6) hospital. Sex: male. Age (at time of consent): 41 years. Country of event: us. Model: lxmc15. Device lot number: 27959. Date of surgery: (B)(6) 2022. Adverse event term: linx explant. Is the adverse event serious? Yes. Resulted in medical or surgical intervention: yes. Relationship to primary study procedure: probable. Diagnostic intervention: yes. Linx explant: yes. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank n/a. Additional information was requested, and the following was obtained: on what date did the implant take place?: (B)(6) 2022. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No. Is the patient currently taking currently taking steroids / immunosuppressive drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Was there any hiatal or crural repair done at the same time as the implant? Yes 4cm repair. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Precautionary measure due to bowel injury at time of initial surgery. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? While the site left the last question unanswered, I believe that because this was a precautionary removal due to a complication with surgery that this was not a device related issue but rather a procedure related one. Additional information received: wanted to inform you that our subject #(B)(6) had an sae. Pt had surgery on (B)(6) 2022 which resulted in a bowel perforation. Following implantation of device, subject experienced severe abdominal pain. Subject taken back into surgery for bowel perforation and device removed due to risk of contamination of device. Pt was taken back into surgery yesterday and the perforation was repaired and the linx device was explanted. Continue to monitor subject. Subject will continue with post op follow ups as scheduled. Event was not directly related to the device itself but was related to the surgery to implant the device. Devicewas removed as a precaution. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 11/11/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that was explanted. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device batch number 27959, and no related non-conformances were identified. Additional information received: end date : blank- 01 nov 2022. Outcome : not recovered/not resolved - recovered/resolved.

Manufacturer narrative:
(B)(4).date sent: 10/26/2022.additional information received:was the linx explant a result of an adverse event per protocol definitions?: yes.if yes, choose the primary ae log line, start date and term: #001 (B)(6)2022-peritonitis, small bowel injury.other: yes.if other, specify: open.were any concomitant procedures performed?: yes.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024.